Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture ¿grade unknown." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, brown particles, crease flat and an opening. A microscopic analysis was performed which found an opening striated in the anterior, consistent with the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on anterior side due to surgical damage. A striated opening on radius side due to surgical damage.

Event description:
Healthcare professional reported right side rupture and capsular contracture ¿grade unknown." The device has been explanted.